Event description:
Vns patient was experiencing neck spasms since vns implant and since an increase in programmed parameters approximately three months ago, the patient has experienced shortness of breath and swelling on the left side of their chest. The device was recently programmed to off at the patient's request due to these symptoms. Review of x-rays revealed that the lead connector pin did not appear to be fully inserted into the generator connector block. Further follow-up revealed that the patient underwent revision surgery during which preoperative device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The lead was disconnected from the generator and then reconnected. Subsequent device diagnostic testing was withiin normal limits. It is believed that the lead was not properly connected to the generator at the time of initial implant.